Event description:
This is a spontaneous report by a nurse with supplemental information by a consumer from the (B)(6) of did not clean the area before starting peritoneal dialysis (pd) (coded as peritoneal dialysis complication), fever and peritonitis in a patient coincident with pd therapy. On an unreported date in 2010, a break in aseptic technique occurred, described as "dirty surroundings where pd is being done". On (B)(6) 2010, the patient developed peritonitis, manifested by abdominal pain and a fever of 38.7 degrees celsius. On (B)(6) 2010, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with amikacin 250 mg intravenous (IV) every 12 hours and cephazolin 500 mg IV every 8 hours. The event of peritonitis was ongoing and improved. The outcome for the events of break in aseptic technique and fever were not reported. Pd therapy was ongoing. Upon follow-up, it was found on an unreported date in (B)(6) 2010, peritoneal dialysis was stopped due to the peritonitis. The root cause of the peritonitis was "did not clean the area before starting pd" (previously reported verbatim was "dirty surroundings where pd is being done").

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.